Event description:
A malfunction alarm was reported on the pump. The customer's blood glucose level exceeded 600 mg/dl due to the issue. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccur.